Manufacturer narrative:
Generalized epileptic seizure, (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient had a generalized epileptic seizure in 2016. During the last follow-up study visit, approximately 2 hours after the intake of l-dopa dispersible, the patient had a generalized epileptic seizure lasting 3-4 minutes. After 0.5 mg rivotril i.v. The patient regained consciousness. They were hospitalized. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the event resolved completely on (B)(6) 2017, however also noted the outcome was unknown (it was noted this is contradictory information). It was noted these symptoms were unrelated to surgery, stimulation, system, medication, and pre-existing/underlying disease.